Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: h6: the product was not returned to depuy synthes; however. Photos were provided for review. The x-ray investigation revealed reamer head is observed to be inside the patient next to the implanted nail, based on the reported event and the evidence provided, the condition of embedded device was able to be confirmed. Based on the synream surgical technique guide, the following warnings are stated: precaution: monobloc flexible reamers must be used with drill. Power configurations only. Do not use reaming power configurations as it will cause reamer breakage in the event that the reamer is incarcerated. Precaution: this is only a primary connection. Always ream over the reaming rod to ensure a secure connection. Based on the available evidence, a definitive root cause could not be determined. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the synream reamer head ø8.5 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: the device lot number is unknown. Therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the drilling of the tibial medullary canal, the drilling head detached from the flexible shaft and became lodged inside the tibial medullary canal. For several minutes, multiple attempts were done to remove the instrument, but were unsuccessful. The only result was that the piece shifted further onto the tibial plateau, making extraction even more difficult. Given this situation, the decision was made to cease all attempts for extraction and leave the device embedded within the bone.